Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy procedure, the stapling device was being used for cutting the lobe of the lung. The reload was stuck closed in the lung, without can to open the jaws even cut the tissue. Finally, the surgeon forced the handle trying to open the jaws avoiding damage the lung and open the stapler. The stapler was able to fire but the staple line was incomplete at the proximal end. The incision was extended by more than one inch (2.54 cm) due to the product problem. In order to resolve the issue and complete the case, they changed the reload and used with the same stapling handle. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were still clamped and the I-beam assembly was located at the 6cm cut line. The reload was dismantled and one knife bar laminate was found to be damaged. Score marks were present on the channel adapter. The staple pushers were flush relative to the staple cartridge from the 4 cm cut line to the 1 cm cut line. Functional testing of the reload could not be performed due to the state of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the flush condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was a misuse of the product which would have caused or contributed to the reported incident. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.